Manufacturer narrative:
Correction to the initial MDR in block(s) f10 and h6 patient codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced cardiac arrest and went asystolic. The procedure was cancelled. It was reported during a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. During initial insertion of the versacross rf wire, as it was being advanced up to the superior vena cava (svc), it was believed that it briefly fell into the right ventricular (rv). The patient had existing left bundle branch block (lbbb) and the physician believes the versacross rf wire made contact with the right bundle branch, causing right bundle branch block (rbbb) and subsequent complete heart block. The patient was asystolic for a brief period of time before chest compressions were started. A temporary pacemaker was inserted but the patient's rhythm returned prior to it being used. The patient was taken off the table and scheduled for a permanent pacemaker without implantation of a watchman device. The patient is expected to recover fully, and it was discharged. The device is not expected to be returned for analysis (disposed). No further issues or device malfunctions were reported. In the physician's opinion, the versacross devices did not contribute to the complication.

Event description:
The patient experienced cardiac arrest and went asystolic. The procedure was cancelled. It was reported during a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. During initial insertion of the versacross rf wire, as it was being advanced up to the superior vena cava (svc), it was believed that it briefly fell into the right ventricular (rv). The patient had existing left bundle branch block (lbbb) and the physician believes the versacross rf wire made contact with the right bundle branch, causing right bundle branch block (rbbb) and subsequent complete heart block. The patient was asystolic for a brief period of time before chest compressions were started. A temporary pacemaker was inserted but the patient's rhythm returned prior to it being used. The patient was taken off the table and scheduled for a permanent pacemaker without implantation of a watchman device. The patient is expected to recover fully, and it was discharged. The device is not expected to be returned for analysis (disposed). No further issues or device malfunctions were reported. In the physician's opinion, the versacross devices did not contribute to the complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.